Event description:
Procedure type: endoscopic. According to the reporter, the clipping formation is shaped like an x. Because of the formation the malformed clips damaged the vessel. The problem was resolved by using a new device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).